Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the ventilator and reported that the user interface printed circuit board assembly requires replacement. No additional information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a continuous alarm, the graphical user interface (gui) went blank, ventilation stopped, and smoke was visually noted from the back of the gui. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.

Event description:
Additional information was received that the unit continued to deliver breaths at the time of the reported event.

Manufacturer narrative:
Additional information added to section b5. Correction: per received information, h6 device code a1408 is to be removed as the device continued to deliver breaths at the time of the reported event. H3 evaluation summary: a service engineer inspected the device and replaced the graphical user interface (gui) assembly. The unit passed testing and operated within the manufacturing specifications. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The service engineer (se) inspected the device and replaced the graphical user interface (gui) assembly to resolve the reported issue. Se also found battery charge circuit failure and replaced breath delivery (bd) power controller/ distribution pcba, (direct current) dc-dc printed circuit board assembly (pcba) and batteries. The ventilator passed all tests and calibrations per manufacturer s pecifications at the time of service. The user interface (ui) board, which is part of the gui assembly, was returned to medtronic for further evaluation. A visual inspection of the returned board shows thermal damage to capacitor, reference designator (B)(6). The cause of the event was determined to the short capacitor (B)(6) on the ui pcb. It was reported that a 980 ventilator generated a continuous alarm, the gui went blank, ventilation stopped, and smoke was visually noted from the back of the gui. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.